Manufacturer narrative:
Event date: the exact event onset date is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date of the first revision surgery. This event was reported by the patient's legal representation. Implanting surgeon: (B)(6). Mesh removal surgeon: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with menorrhagia, chronic pelvic pain, uterine prolapse, grade iii cystocele, grade iii rectocele and stress urinary incontinence. On (B)(6) 2017, she was implanted with an obtryx ii system - halo device during total vaginal hysterectomy with bilateral salpingectomy, anterior and posterior repair, placement of a transobturator tape (tot) (obtryx suburethral sling) and cystoscopy procedures. The patient was transferred to the pacu in stable condition following the procedure. On (B)(6) 2020, the patient presented with vaginal mesh erosion on both sides of urethra, in the anterior vaginal wall of sulci, dyspareunia, chronic pelvic pain and levator myalgia. She then underwent excision of vaginal mesh and cystourethroscopy on the same day. Reportedly, the patient was previously given multiple treatment options including observation and vaginal estrogen; however, the symptoms continued to persist. Findings of the removed mesh include squamous mucosa and fibrovascular tissue with fibrosis, chronic inflammation and foreign body giant cell reaction.